Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad and one implanted in the 1st diagonal. Two days post index procedure, the patient died. Cause of death is acute coronary syndrome tro isr. The investigator assessed the event as not related to the index device or antiplatelet medication. Safety assessed the event as not related to the device or antiplatelet medication. Cec assessed that the mi was a non event. Cec assessed the death as cardiac death. Cec adjudicated arc probable subacute stent thrombosis in the target vessel lad.

Manufacturer narrative:
Lot details received for pli 20 and 30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec commented that patient admitted with nstemi. No change in adjudication. If information is provided in the future, a supplemental report will be issued.